Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was being caused by the door switch. The rep adjusted the door switch which resolved the issue. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that while the site was attempting to perform calibrations, the door open message appeared and would not go away. No patient was present during the time of the reported incident.